Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician that a euphora rx balloon ruptured upon initial inflation at 18 atms. The device was being used to treat a patient's mid lad reported to have moderate tortuosity and severe calcification and 90% stenosis. There was no damage noted to packaging and no issues were reported when removing the device from hoop. Upon inspection the device was not reported to have any issues. The lesion was pre-dilated and the device did not pass through a previously deployed stent. Negative prep was performed with no issues noted. No resistance was encountered when advancing the device and no excessive force was used during delivery. The device was not moved or repositioned prior to the burst. The physician commented that calcium could have been a contributing factor to the device rupture. No injury was reported to have occurred to the patient. The balloon was fully intact when removed following the procedure. The procedure was completed with another euphora balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.